Event description:
The device was used during a laparoscopic appendectomy. Reportedly, when the bag was opened, it fell from the ring. The bag was retrieved. Another device was used to finish the procedure. No patient injury was reported.